Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20460187 . The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead revision procedure. An xray confirmed that the lead migrated and caused the parasthesia to be in the wrong area, causing the stimulation to be inadequate. The physician elected to explant the patients two leads and replace them with four new leads. The patient is recovering.